Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has been having issues with insulin pump. The customer stated it beeps without a message appearing on the display. The insulin pump was not suspend; no alarms in memory. The customer's mother also stated the pump had an error 100. Bolus was not delivered, bolus entry timed out before delivery.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored and no unexpected audio / beep anomalies or unexpected pump errors were noted. The pump delivered all units programmed during testing. The pump was received with minor scratches on the lcd window and case.